Event description:
A reported incident involving chemoclave vented bag spike indicated that medication did not flow during infusion, with the internal clear plastic component observed to be depressed, resulted in therapy delay. There was patient involvement and no harm was reported.

Manufacturer narrative:
The device is not available for evaluation. However, photos were provided. The investigation is pending.